Event description:
Boston scientific received information that this left ventricular (lv) lead was removed and replaced due to a lead dislodgment. No adverse patient effects were reported. The lead was discarded and will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.